Event description:
A nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during dwell 2. The technical service representative (tsr) explained se 2240 indicates large amount of air has entered cassette. The rn stated a supply bag fell and disconnected. The tsr assisted the rn to cycle power to clear alarm. The tsr advised the rn to start over with new supplies or do manual exchanges. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded so no evaluation could be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's son who stated no adverse event resulted from this incident. The son confirmed the patient is (B)(6). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the cassette after the supply bag fell and disconnected. The nurse confirmed a supply bag fell and disconnected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that during the procedure in the distal right coronary artery a 3.0x12 rx promus stent was deployed after pre-dilatation and a grade b dissection occurred at the proximal edge of the stent. An additional 3.0 x 12 rx promus stent was deployed for successful treatment of the dissection with 0% residual stenosis. For treatment of a second lesion in the proximal left circumflex artery/second obtuse marginal, a 2.5 x 12 rx promus was deployed successfully after pre-dilatation. Post procedure same day, cardiac enzymes were noted to be elevated. Myocardial infarction was diagnosed. No action or treatment was initiated. The patient was discharged one day post procedure with aspirin and clopidogrel prescribed. Per physician, the relationship of the adverse events to the index procedure is highly probable. No additional information has been provided.